Event description:
The customer reported that the t:slim x2 pump battery would not charge even with troubleshooting efforts, including trying different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. As a resolution, tandem technical support decided to send a replacement pump with updated software, and the customer was instructed on how to handle the return of the current pump and receive the new one.